Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed the occurrence of a system error 322 alarm in the event history log. The evaluation was unable to reproduce the system error 322. An evaluation of known contributors to system error 322 has determined that the upper and lower auxiliary were failing components and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump alarmed for an unknown system error. It was also reported that there was no patient injury or medical intervention required.